Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, loss of capture and sensing was noted and bipolar lead impedance was >1990 ohms. X-ray showed outer insulation damage.